Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips have passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 5:07 pm. The patient reported blood glucose readings of "157 and 190 mg/dl" with the subject meter and "118 mg/dl" on another meter (true result brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed she manages her diabetes with an insulin pump. As a result of the alleged issue, at 5:08 pm, the patient claimed she continued to administer 2.5 unit of insulin (type unknown) as usual. Between 5:10 pm and 5:15 pm after the alleged issue began, the patient reported feeling shaky. In spite of her symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. The cca walked the patient through a control solution test and noted the result did not fall within the specified range on the vial of test strips. Replacement products were sent to the patient. It is not known whether the patient associated the reported symptom as high or low blood sugar symptom. Therefore, this complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.